Event description:
It was reported that the device was beeping air in line for no reason. Reporter stated that the issue was discovered during annual maintenance of the pump, so there were no consequences on the patient.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of event history log was not able to confirm the customer¿s reported issue of alarming air without reason. Functional testing was performed and the reported issue was confirmed. The cause was a faulty air detector. The air detector was replaced.